Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. Duirng procedure, at third dilation, it was noted that the balloon ruptured at 10atm. The device was removed without any problem. The procedure was completed with another of the same device. There were no patient complications reported.